Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient with diabetic (pwd) reported discharge at the infusion site upon removal after wearing two twiist infusion sites for three days each. Mild pain and discomfort began after 48 hours, but the sites were worn for the full 72 hours. The pwd used alcohol and IV prep and rotated sites on the abdomen and hips. There was no patient injury.